Manufacturer narrative:
(B)(4).

Event description:
Two issues occurred with this kit, see MDR 1036844-2014-00129 for the first issue. It was reported that in the ICU, the user met with difficulty when attempting to penetrate the patient's tissue with the dilator resulting in the damaging of the tip. As a result, a new kit was opened and used to successfully complete the procedure. A delay was reported, however, there was no death or complications to the patient.